Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was keeps on failing delivery. The customer blood glucose level was 60 mg/dl at the time of incident and the current blood glucose level was 360 mg/dl. Customer was at work and did not had enough time to do the troubleshooting. The device will not be returned for analysis.